Manufacturer narrative:
The geometry module was replaced and the system was returned to use in good working order. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the control side controller will need to be replaced. The clinical use of the system was outside of use. There was no harm reported to philips.